Event description:
The male patient with unknown weight was admitted for coil embolization of the carotid cavernous fistula. The target vessel was not calcified and mildly tortuous. During prep of the orbit coil system (637cf0515 complaint product 1), the gauge of the dcs syringe (635-001/lot unk) stopped indicating the blue zone and did not move any further, therefore the coil not utilized. Two other orbit coils (637cf0515 same size) were used with the same dcs syringe without any problems prepping issues. However, another orbit(637cs1030 complaint product 2) was used. Prep was completed without problems, but the coil could not be detached though pressure was applied to the green zone. Detachment was attempted outside of the patient's body after removal, but detachment was failed again. There was no adverse consequence to the patient. The coils and dcs syringe will be returned for evaluation. Additional information indicated that since the first product could not be purged, the delivery system was not utilized. During prep, a dedicated saline source was utilized to fill and prep the syringe, and the black zone was never exceeded. Other than reported event, no other damages were noted with the coil, delivery system or syringe. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. See scanned pages.